Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false positives of pause episodes were observed. Clinic will bring patient back in to lower sensitivity. On (B)(6) 2019 the device was still undersensing. Programming changes were recommended. Clearing episodes and have test patient in different sleeping positions was suggested. The patient is stable. Device remains implanted.

Event description:
New information notes that on (B)(6) 2019, patient had multiple under sensing and af episodes saved on device. The parameters were changed, kept the patient there for few mins and saw that there was no undersensed, oversensed, or noise on the device. Clinic will complete a manual transmission on dec (B)(6) 2019 to see if device is still recording false positives. First programming changes were done in (B)(6).